Manufacturer narrative:
The device was returned for battery performance alert. Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. No further information was available.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.